Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular fibrillation arrest and required external defibrillation multiple times. It was suspected that the external defibrillation had caused the implantable pulse generator (ipg) to experienced a possible power on reset that could have resulted in the device reaching elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant: h601h31 heart ring, implanted (B)(6) 1995.

Event description:
It was reported that the patient had a ventricular fibrillation arrest and required external difibrillation multiple times. The implantable pulse generator (ipg) had a suspected power on reset that could have possible caused the device to reach elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.